Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
Based on the repair evaluation while using a g119 there was no water flow due to rust buildup in the solenoid preventing proper operation, no water flow due to a clogged water regulator, hardened and deteriorated water supply hose, and debris buildup in the water filter. The event was originally reported as the unit was overheating; no injury resulted.